Event description:
In 2008, the pt's husband reported that approx 2 months ago, the pt's blood glucose elevated to 525 mg/dl and he changed her infusion set. At noon the pt's blood glucose had not decreased and he changed the piston rod. After the piston rod was changed, the pt's blood glucose decreased. On a separate incident, 1-2 weeks ago, the pt's blood glucose was elevated to 630 mg/dl at 6:30 am and she changed the infusion tubing and insulin cartridge, and her blood glucose decreased to 500 mg/dl. The pt reported feeling weak "like she was going to faint." At 11 am the pt changed the piston rod, and by 6 pm her blood glucose had decreased to 76 mg/dl. Her target blood glucose range is 60-100 mg/dl. The husband stated that the piston rod "acts like the little wheel is not turning properly." The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.